Event description:
A foreign dist reported that a hosp claimed that a spo2 monitor displayed an error message and at one point that a pt had almost entered a severe critical situation because normal readings were shown when in actuality the pt's spo2 was dangerously low. Frequency of event statement: this is the only instance of customer complaint of this kind reported to the MFR. Severity of event statement: MFR is unaware of any rating or classification scale in which to rank or quantify the severity of an event of this kind.